Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
It was reported by the affiliate that the device was revised as it was defective. Additional information was rec'd that the surgeon revised the device, due to a routine problem, however, the problem was not communicated and as a result this report is being filed.